Event description:
It was reported that when the patient circuit wye was disconnected from the patient to perform a suction manuever, the rt or nurses thought the ventilator should have alarmed. The ventilator did not alarm. No patient harm reported.